Event description:
Pt was found on floor. Bed alarm did not sound. Upon inspection of device, it was found to be working correctly, but there was a crease in the sensormat. The pt's right hip was fractured. Pt had hip surgery on 10/29/2000. The pt went into sudden v fribrillion on 10/30/00 and expired.